Event description:
On (B)(6) 2012 customer reported that the cap piercer on the dxc 800 pro instrument was leaking. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) inspected the instrument and observed worn tubing that had kinked under the vacuum, which did not permit drainage. Fse replaced the tubing and resolved the issue. No further leaks have been reported.

Manufacturer narrative:
Beckman coulter identifier for this report is (B)(4).